Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-03781-2 / 2016-00500 / 2016- 01330). Not returned by attorney.

Event description:
It was reported that the patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2015 allegedly due to elevated metal ion levels. The head and taper adapter were replaced and an active articulation acetabular liner was implanted. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel reported patient was initially revised on the right side (B)(6) 2008 due to settling and loosening of the stem. The stem was removed and replaced. Subsequently, patient was revised on (B)(6) 2015 due to weakness, pain, hypersensitivity to metal on metal contact and elevated metal ions. During the procedure, the head was removed and a ceramic head with an active articulation liner were implanted. Patient's legal counsel also reported patient underwent an initial left hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 due to weakness, pain, synovitis, and elevated metal ions. The head and taper adapter were replaced and a liner was implanted. Additional information received in operative report for the procedure on (B)(6) 2015 report the removal of synovitis. Additionally, after the first head was impacted, it was pushed off the trunnion due to soft tissue pressure. Another modular head was used to complete the procedure.